Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power on and the battery indicator light was flashing red. The batteries were replaced.. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded, therefore, no further analysis was possible. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. There was no patient present. It was reported that the battery indicator on the imaging system was flashing red.